Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral chest on (B)(6) of 2024 using the cooladvantage curve 120 and curve 150 system applicators, who developed paradoxical hyperplasia (ph) after treatment. Treatment of this area (chest/breast area) represents off-label use in the united states.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting treatment to chest represents off-label use in the united states.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system to the bilateral chest on (B)(6) 2024 and (B)(6) 2024 using the cooladvantage curve 120 (c120) applicator and curve 150 (c150) applicator and possibly developed paradoxical hyperplasia (ph) after treatment. Treatment of this area (chest/breast area) represents off-label use in the united states.